Event description:
The customer reported that the system locked up. When they attempted to reboot the system, the system would not reboot. Upon several attempts system finally rebooted. When they tried to use the system the next day it again would not boot up. The pt was not at risk, because case was complete when system locked up.

Manufacturer narrative:
The service rep replaced the hard drive. The system was loaded with m4 software. The rep erased and reloaded the calibration files. Tested that system saved properly and sent to pacs properly. System fully functional.